Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 55 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy. It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl in a separate issue. Bg cause was not known. Customer declined troubleshooting with tandem technical support for this issue.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was xx mg/dl.